Manufacturer narrative:
Unit received with intermittent button response due to corroded keypad traces. No button error alarm and no ramping numbers anomaly. The unit was received with a cracked case display window corner. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported issues with the insulin pump. Customer states that there is a keypad anomaly. The blood glucose reading is 117 mg/dl. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm. No ramping numbers anomaly noted. The device also was received with cracked case display window corner.